Event description:
The patient reported, "I received an icl 2 years ago to correct a -12 myopia. The lenses were amazing for someone that was not a candidate for laser. My problem now is a cataract in my dominant right eye is going to require replacing the icl and my natural lens with an iol. During the initial procedure, my doctor said that the icl might cause a cataract due to the proximity of the lens. Has your research produced any findings that would verify that? My second question is, since I only need my right eye corrected, would it be better to only get corrected for distance like the left eye or should I get the multi distance premium lens to allow me to read without glasses?" Our medical liaison contacted the patient to address his concerns, and it was discovered that the patient (B)(6) and therefore, this is considered off label use of the device.

Manufacturer narrative:
(B)(4), no device failure: evaluation conclusion: based on the complaint history, the most likely root cause of the event is off label usage of the device. (B)(4).